Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the customer programmed the same bolus twice within ten minutes and the insulin pump gave them different totals. The customer stated that he or she did not deliver the first bolus because it seemed too high. While checking the bolus history and comparing with bolus wizard settings, it was found the customer was giving the bolus right around the time his or her carbohydrate ration changes. The first bolus amount that was reportedly too high, aligned with the first carbohydrate ration. The customer was advised that the insulin pump was simply calculating the bolus based off two different rations, due to timing. The customer understood and no further assistance was provided. No additional information was reported.